Event description:
A user indicatedona medical device tracking form that a pt who was being supported by a left ventricular assist device had died of multi-organ failure with severe hemolysis. The tracking form also indicated that the device may have caused pt's death. F/u conversations with the user at the hosp did not provide any evidence of any ventricular assist device malfunction during use that might have led to the high levels of hemolysis observed in this pt. The f/u info did indicate that the pt suffered renal failure and required continuous venous-venous hemodiafiltration (cvvh) throughout the entire duration of ventricular assist device support (77 days). Roller pumps and infusions ports used for cvvh are well known sources of hemolysis. The device was returned to thoratec for investigation, where it was found to be totally unremarkable. Thoratec has never rec'd any previous reports of pt death due to hemolysis.